Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Allegations were confirmed, based on analysis of the returned device which found evidence of device battery depleting prematurely, however root cause could not be established.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.